Manufacturer narrative:
D6a: date of implant not applicable for this product d9: date returned to manufacturer, corrected manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded and submitted for review that showed overlapping events spanning approximately 4 days (22oct2024 ¿ 23oct2024, 28oct2024, 01jan2000 per timestamp). Atypical power cable disconnect alarms associated with relative state of charge (rsoc) invalid faults on the black power cable were active on (B)(6) 2024 from 14:37:14 - 15:07:03 while connected to battery power and the power module. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 16:02:13 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was connected to a test system monitor, power module and mock loop. The system controller was functionally tested and was able to support pump function for an extended duration without any issues; however, upon manipulation of the black power cable, a brief power cable disconnect alarm became active. The underlying wires were tested and raised resistances were observed in the brown wire of the black power cable. The brown wire is responsible for rsoc and conductor breakdown within this wire would cause the reported alarms. The root cause for the reported events was determined to be due to wire fatigue within the black power cable; however, the root cause for the wire fatigue was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order, (B)(4), was shipped on (B)(6)2023. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having power cable disconnect alarms when clearly connected to the mobile power unit (mpu) at home and also in the clinic when connected to power module. They also had these alarms back on (B)(6) 2024 and the mpu and controller were changed at that time due to the alarms. The patient reported power disconnect and red battery hazard alarms which started 3 nights ago when connected to the mpu at home. When the patient was connected to the power module in the clinic power disconnect alarms occurred x 10 minutes. The event log file data showed lower than expected rsoc values while connected to power module in the clinic. Previous data while connected to mpu was no longer on the controller¿s history as the patient stopped using the mpu on the evening on (B)(6) 2024. The patient's controller was exchanged successfully in clinic and there had been no power disconnect alarms since changing over to the new controller. Log files for the replacement controller were submitted for evaluation. The event log file recorded just a couple of events since connecting to the new system controller. The data indicated that there were currently no unusual events. The patient was to be monitored.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.